Event description:
It was reported that a perforation occurred with the use of an unspecified device during a surgical resection of the skull base meningioma procedure. The graftmaster stent delivery system (sds) was used to cover the perforation. The 4 mm x 12 mm graftmaster sds was advanced but could not cross through the tortuosity of the internal carotid artery to the distal middle cerebral artery over the 300 cm exchange length non-abbott guide wire. The device was removed. Through the long sheath positioned in the arch of the aorta an old non-abbott guide catheter was introduced over the exchange guide wire and then the same 4 mm x 12 mm covered stent was finally advanced across the site of the perforation in the right internal carotid artery and the stent was deployed. The angiogram demonstrated normal patency off the ica in the region of the deployed stent an no evidence of extravasation of contrast indicating adequate sealing of the area. Some evidence of spasm was noted in the proximal vessel due to the straightening and manipulation while the stent was being deployed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Although the graftmaster stent delivery system (sds) was not returned for analysis and may have aided the investigation, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the reported complaint. Resistance when crossing a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, or accessory device support. Overall, the physical resistance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. Hemorrhage is listed as observed or a potential adverse event associated with the coronary stenting in the graftmaster over-the-wire (otw) instructions for use (IFU). Due to the inherently emergent and serious use of the graftmaster device, it is possible that the perforation itself may have contributed to the reported cascading patient effects including hemorrhage and vasoconstrictions. The additional therapy/non-surgical treatment appears to be a secondary effect of the additional treatments to advance the sds to the lesion. However, a conclusive cause cannot be determined for the reported patient effects or their relationship to the device, if any. It was reported the graftmaster was used to treat a perforation outside of the coronary artery. It should be noted that the graftmaster otw IFU states: the jostent graftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of acute coronary artery perforations. A review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database for the reported lot revealed no other incidents. All stent delivery systems are visually inspected for catheter damage, stent damage and proper stent placement. In addition, a quality control audit inspection is used to verify the product quality.